Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was. The customer was admitted to the hospital. The customer stayed overnight in the hospital due to his pump not giving him insulin. The customer doesn't want to use the insulin pump or be contacted.